Manufacturer narrative:
Zoll medical corp has not rec'd the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device was non-operational. No additional info was rec'd. Complainant did not indicate that there was any pt involvement in the reported malfunction.